Event description:
(B)(6) states that the seat on her chair keeps sagging . She states, she is a double amputee and right now she is using her back up chair because the upholstery on her t4 is hitting the rails and is uncomfortable. She said some time in (B)(6) 2013, she noticed it sagging and has just been putting towels under it.